Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Pocket erosion was noted. Infection was not observed. The system was explanted. The patient was stable throughout the procedure.